Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composite mesh (composix) on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against the composite mesh (composix). Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2010 ¿ patient was diagnosed with large ventral hernia thereby underwent laparoscopic converted into open repair with implant of composix l/p mesh. Per operative notes, ¿a large amount of adhesions and multiple loops of small bowel and transverse colon stuck in hernia was noted. The hernia extruding through the umbilicus was reduced and colon and loop of bowel within hernia sac was dissected free and reduced back. Adhesions to fascia were taken down. The fascial edges were dissected free, and a large piece of composix l/p mesh was placed and secured with sutures to the fascial edge. The wound was irrigated and closed with staples.¿ (B)(6) 2012 ¿ patient was diagnosed with recurrent ventral incisional hernia with pain thereby underwent open repair with removal of prior mesh and implant of synthetic mesh. Per operative notes, ¿a recurrent hernia just below the xiphoid, at the superior aspect of the defect where the prior mesh was pulled away was noted. The mesh was sharply excised and dense adhesions were reduced. The abdominal wall was cleared, and mesh was removed in its entirety, flaps were raised. The midline fascia was closed with sutures, and a synthetic mesh was placed and secured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the implant date and product identifier. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2009) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (product catalog no., corporate lot no., UDI no., expiry date), d6b, g3, g4, g6, h2, h4, h6, h10,h11. Corrected field: d6a (implant date), d1 (brand name) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device evaluated by MFR: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composite mesh (composix) on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against the composite mesh (composix). Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.